Manufacturer narrative:
(B)(4). The manufacturer's device registration system indicates that the pump was replaced on (B)(6) 2016.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 0.178 mg/day), bupivacaine (16 mg/ml at 0.095 mg/day), and morphine (12 mg/ml at 0.071 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016 it was reported that the pump motor stalled. A pump replacement was being scheduled. Additional information was received on 15-feb-2016 from an hcp and it was reported that the motor stall occurred on (B)(6) 2016. The patient experienced opiate withdrawal symptoms related to the event. The cause of the motor stall was unknown.